Manufacturer narrative:
H3: analysis of wireless recharger model # wr9220 (serial# (B)(6) found the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having problems with the charger to charge the implanted neurostimulator. They described the battery light on the recharger was rapidly blinking up and down. They stated they tried to let the battery die all the way to see if it would resolve itself, but it would not respond. It was reviewed how to attempt a hard reset but the issue was not resolved through troubleshooting. A replacement was sent. They stated they keep the recharger on the dock when not in use so it was not clear what the cause of the issue was. Recommended patient double check the dock to make sure it is getting ac power however the patient was not with the dock at the time of the call.